Event description:
A patient reported that their insulin pump completely failed. There was no adverse impact to the customer's blood glucose level. The patient declined follow-up, and no additional information was received regarding the outcome of the event.